Event description:
Info received indicates the brake will set and hold but it is spongy and hard to get it into the brake position.

Manufacturer narrative:
The technician found that the right head brake caster was not engaging when pushing the brake pedal down. Replaced the caster to repair the stretcher.